Event description:
Customer reported ongoing intermittent occlusion issues with their mobi pump. There was no adverse impact to the customer's blood glucose level. Clinical support recommended replacing the pump, and arrangements were made to continue using the current pump until the replacement arrives.